Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s healthcare provider withdrew the content from the pump and observed that they were ¿very cloudy; not discolored, just perfectly white¿. The patient was noted to have been refilled about three months prior to this report, on (B)(6) 2012. The patient was not having any issues. One month later, it was reported that 5 ml of a cloudy, white fluid was removed from the pump and that the patient was continuing to tolerate the therapy well. The patient was asymptomatic. The patient¿s pump was refilled and the patient was receiving effective therapy. The medication used within the system was lioresal 500 mcg/ml at a daily dose of 105.07mcg.